Manufacturer narrative:
Evaluation revealed the targeting arm t2 femur nail handle n fixation screw are associated products. The received devices targeting arm t2 femur, nail handle and fixation screw could be assembled as intended. The reported clearance could not be reproduced. The nail handle could be locked by the fixation screw as intended. Review of the device history records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the device had been in use for a longer time (manufactured in 2002) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The found collateral damage (deformed edge of one of the two pegs at the reception (nail adapter)) of the nail handle hinders adaption of a t2 nail femur (sample). Thus function is not given any more on the target device. Function of the nail handle is checked (B)(4) prior to distribution. Appearance and kind of damage suggest that the damage was caused due the rough handling. Such damage should be detected inevitably during the mandatory pre-operative check. General targeting function was confirmed in a pre-surgical function test performed on the targeting arm (cfr) in combination with an undamaged nail handle. Based on the above facts it can be ascertained that the root cause of the reported event was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by the senior nurse of the hospital, that if you put the metal guide arm in the carbon target device has clearance. Even if you close the knurled nut, there is no accuracy in drilling. Procedure was completed with a free hand locking.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the senior nurse of the hospital, that if you put the metal guide arm in the carbon target device has clearance. Even if you close the knurled nut, there is no accuracy in drilling. Procedure was completed with a free hand locking.